Event description:
It was reported that the patient presented for follow-up in backup vvi. A user download successfully restored the pulse generator. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.